Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that the patient underwent treatment with the peripheral cutting balloon in (B) (6) 2006. The single target lesion was a de novo lesion located in an efferent vein of an arteriovenous fistula (left/right not provided) with 5 mm reference vessel diameter, and 10 mm target lesion length. Lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. Vessel tortuosity and calcification at target lesion documented as none. Lesion morphology: concentric stenosis; tight stenosis lesion. At follow up visit in (B) (6) 2006 patent target lesion, no adverse events or intervention required since initial procedure. (B) (6) 2006 third month follow up documented patent target lesion, no adverse events and no intervention required. Six month follow up in (B) (6) 2006 reported patent target lesion, no adverse events reported or intervention required since initial procedure. Twelve month follow up assessment in (B) (6) 2007 reported target lesion has not remained patent since procedure. Repta (conventional angioplasty) required in target lesion in (B) (6) 2007 with angiographic confirmation of restenosis. No details provided as to degree of stenosis, seriousness, outcome or relationship to peripheral cutting balloon device.